Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, but based on the field report, the event is consistent with being caused by twiddler's syndrome.

Event description:
During follow-up on a patient with twiddler's syndrome, noise was observed on the atrial channel. The lead was explanted and successfully replaced. The patient was in stable condition.